Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the iLet with a Steel C/D infusion set and requested assistance for an infusion set change; the agent provided troubleshooting and education, guided a full set replacement procedure including rewinding, tubing fill to drops, set application, and cannula fill, after which insulin delivery resumed and glucose trended downward. Symptoms included hyperglycemia. Outcomes included no hospitalization and improvement in glucose following restoration of insulin delivery. Investigation included user interview, guided troubleshooting, and confirmation of therapy resumption with decreasing glucose values. Investigation of this case revealed no device malfunction observed during the call, with resolution achieved after infusion set replacement and system priming, and cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.